Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
This spontaneous report was received from a physician via company representative referring to a female patient of unknown age. The patient's medical history, concurrent conditions, concomitant medications, and drug reactions/allergies were not reported. This report concerns 1 patient and 1 device. On an unknown date, the patient had vacuum-induced hemorrhage control system (jada system) insertion (lot# and expiration date were not reported) for bleeding (postpartum haemorrhage) and the cervical seal on the device was inflated with air instead of sterile fluid (wrong technique in device usage process). It was reported that the device worked and was successful in treating the patient's (mom's) bleeding. It was reported that there were no adverse outcomes related to this event (no adverse event). No further details known. No additional adverse event (ae)/ product quality complaint's (pqcs) reported. Upon an internal review wrong technique in device usage process was considered to be medically significant. Medical device reporting criteria: serious injury. (B)(4).